Event description:
This lead was explanted because reportedly subclavian crush broke the insulation on the lead which resulted in a large amount of sensing noise.

Manufacturer narrative:
(B) (4). (B) (4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lap cholecystectomy procedure the clips were malformed and not closing. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 11/05/2009. Information anticipated, but unavailable at this time.